Manufacturer narrative:
The patient was reported to be in their 60s. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for peritonitis. On an unspecified date in the same month, the patient was treated with unspecified antibiotics (dose, frequencies and routes was not reported) for peritonitis. Two weeks after the onset, the patient recovered from peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.